Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. It was reported that I inner piece broken. Case type: tha. Update: "debri: no debri was left inside the patient. An xray confirmed this missing components: it did not look like any components were missing just broken." . Product evaluation and results: the alleged event of 'I inner piece broken' is confirmed from the image provided in the communication log. Product history review: review of the device history records indicate 30 devices were manufactured and 0 were accepted into final stock on 02/28/2017. Review of qt 17-03-0041 revealed that (B)(4) devices were dispositioned "use as is" into final stock on 03/13/2017. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578682 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure is confirmed via visual inspection of image provided in the communication log. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
I inner piece broken. Case type: tha. Update: "debri: no debri was left inside the patient. An xray confirmed this missing components: it did not look like any components were missing just broken.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I inner piece broken. Case type: tha.